Event description:
It was reported that a patient underwent a laparoscopic procedure to treat prolapse on (B)(6) 2013 and mesh was implanted. Post-operatively, the patient experienced continuous pain and incontinence. An additional procedure was performed, with great difficulty, to remove the front/anterior part of the mesh. A week after the second operation, the patient was hospitalized with pain and one week later an unspecified injury on the right ureteral was found requiring a "ureter neo implantation" procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/16/2015. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.